Event description:
It was reported that the patient developed cellulitis at the pump site. The entire device system was explanted on (B)(6) 2012. It was noted that the cellulitis was unlikely related to the device or therapy and was not related to the implant procedure. It was later reported that the patient's incision were well healed without signs of infection on (B)(6) 2012. The device system was used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).